Event description:
It was reported by service report that the fowler is not working due to a broken flange bearing. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: damaged bearing support and flange bearing.